Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tx30b had missing staples in the instrument. Another instrument was used to complete the case. There was no consequence to the pt.